Event description:
Reporting status: serious injury. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that via a trail, the target lesion was a de novo, with mild calcification and a 80% stenosis. The lesion was not predilated. The 3.5 x 18 mm promus stent was implanted; however, a dissection occurred proximal to the target lesion. A 3.5. X 8 mm promus stent was deployed proximal to the first stent and overlapping, treating the dissection. Residual stenosis was 0%. The pt was discharged in 2008, with no reported events. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Dissection, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including but no limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." It should also be noted that the promus IFU states, "pre-dilate the lesion with a ptca catheter." In this case, it is possible that the direct stenting may have contributed to the dissection.